Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-may-2016, UDI#: (B)(4). The manufacturer¿s device registration system indicates that the pump and catheter were replaced on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (20 mg/ml at an unknown dose) and dilaudid (35 mg/ml at 2.738 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the hcp reported that 3 to 4 weeks ago the patient had a refill and reported feeling strange. After the refill took place, the patient refused to come in for further evaluation. The patient was now complaining of pain and dizziness. The patient was not in withdrawal. Today the patient had a CT scan confirming that the catheter tip had migrated out of the intrathecal space and was now subcutaneous. At the time of the report, they were planning to see the patient on (B)(6) 2019 for evaluation and were planning to do a catheter revision on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.